Manufacturer narrative:
(B)(4). Physio-control advised the customer that their device is no longer supported by physio-control and, as a result, parts and servicing are not available. Physio-control recommended that the device be permanently removed from service and that a replacement unit be obtained. The device was no returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their monophasic device had a flashing service wrench present on the key panel. Additionally, an event code was logged in the memory which indicated that the device would not likely be able to provided defibrillation therapy if it were necessary. There was no patient use associated with the reported event.